Event description:
It was reported that during an initial surgery, when the surgeon was trying to insert the anchor, the tip of anchor broke at the onset of insertion twice. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Foreign : india. Customer has indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated, and the reported event was confirmed. Visual inspection of the returned devices found that the anchors are fractured at the tip near the eyelet. Anchor were returned still attached to sutures and inserter. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.